Event description:
A malfunction alarm was reported with a malf 12 code, but there was no adverse impact on the customer's blood glucose level. Customer support assisted the customer with resetting the pump and provided pump reset information. After the reset, the malfunction code did not recur, and the customer continued to use the pump for insulin therapy.